Event description:
During a cystoscopy surgical procedure while using the 27 is cfr resectoscope, the sheath broke into several pieces. All pieces were retrieved with no harm to the patient.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. A search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fracture the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.